Event description:
On august 9, 2006, the lay patient contacted lifescan (lfs) alleging that her one touch ultra meter was displaying the error 2 message. The medical affairs specialist (mas) sent a letter to the patient since she could not be reached by phone on two different days at different times. The following information was provided during the initial call to lfs: the reported meter displayed the error 2 message for an unidentified period of time. The patient felt dizzy, shaky, and nauseated at the time of concern. She administered self-care in taking food and/or beverage in 2006, at 11:30 pm. The patient's response to the self-treatment was not provided. No information regarding the patient's diabetes treatment regimen was provided. The customer care advocate (cca) confirmed that the testing technique is correct. The cca was unable to walk the patient through retesting with a new vial of test strips because, the patient did not have test strips. The meter, test strips, and control solution were replaced. The complaint is reported because the patient was unable to obtain a result on the reported lfs product and experienced symptoms that suggested hypoglycemia. The patient treated herself by taking food and/or beverage.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.